Manufacturer narrative:
H10: additional narratives. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve in the aortic position, was explanted after an implant duration of 9 years, 3 months due to stenosis and aortic root aneurysm. The patient was asymptomatic. The explanted valve was replaced with a 25mm 11060a valved conduit. Per additional information, patient had an 8cm aortic root aneurysm with mean/peak gradient across the aortic valve 29/47 mmhg.